Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -14.00/2.5/074 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 lens repositioning was performed due to lens rotation not associated to a low vault but it did not resolve the problem. The lens was explanted and a replacement lens of longer length was later implanted. It was reported that the problem resolved.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned dry with residue/debris on product , inside a specimen cup. Visual inspection found the haptic torn. Claim # (B)(4).

Manufacturer narrative:
Corrected information: b5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -14.00/+2.50/074 (sphere/cylinder/axis) into the left eye (os) on (B)(6) 2022. The patient experienced a rotation not associated with a low vault. On (B)(6) 2022 the lens was repositioned but that did not resolve the problem. On (B)(6) 2022 the lens was explanted and later replaced with the same model, longer length and the problem was resolved. The reporter indicated that the cause of the event was "patient related factors - lens rotated from original position, lens was rotated manually to correct position on (B)(6) 2022 & subsequently rotated back". Claim# (B)(4).